Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No complaint was received with return of device. Failure event observed during analysis. Final analysis found an insulation abrasion which exposed the outer coil at 48.3 cm - 48.6 cm from the connector pin. The abrasion was consistent with constant friction to another implantable device. (B)(6). (B)(4).